Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a therapy upgrade procedure, implantation of this cardiac resynchronization therapy pacemaker (crt-p) was attempted but not completed due to high out-of-range shock impedance measurements. It was suspected that the elevated impedance was caused by electromagnetic interference (emi), as the surgical team identified a plasma blade as the likely emi source. After the plasma blade was removed, the shock impedance measurements returned to normal. Additionally, the device exhibited interrogation difficulties. Subsequently, another device of the same model was successfully implanted instead. No adverse patient effects were reported.

Event description:
It was reported that during a therapy upgrade procedure, implantation of this cardiac resynchronization therapy pacemaker (crt-p) was attempted but not completed due to high out-of-range shock impedance measurements. It was suspected that the elevated impedance was caused by electromagnetic interference (emi), as the surgical team identified a plasma blade as the likely emi source. After the plasma blade was removed, the shock impedance measurements returned to normal. Additionally, the device exhibited interrogation difficulties. Subsequently, another device of the same model was successfully implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.